Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for unknown use. It was reported that the patient had to have the lead moved a few times. The patient said they are pleased with the stimulator. No patient symptoms or complications were reported in this event.